Manufacturer narrative:
H.6. Investigation: bd received 2 customer photos for evaluation. The photos are unclear and do not confirm the reported issue of a barrel separation. Additionally, 100 retention samples from bd inventory were evaluated by functional testing and the issue of barrel separation was observed with 1 of the samples. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of the product to contain blood or medication (i.e. Crack, or hole in tube, cut, etc.) The following information was provided by the initial reporter. The customer stated: "I received another complaint of a cracked pulse evac. I have reported it internally. "

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of the product to contain blood or medication (i.e. Crack, or hole in tube, cut, etc.) The following information was provided by the initial reporter. The customer stated: "I received another complaint of a cracked pulse evac. I have reported it internally. "